Event description:
Patient reported left side exchange due to patient concern with the product. Patient later reported left side "ripples" and left side is "deflating". Patient also reported "migraines", "headaches", "nauseous", are not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.